Event description:
The customer reported that the system exhibited a communication error. Further info was received from the field service engineer indicating that the error caused the system to lock up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5 vdc power supply was evaluated and adjusted. The power supply voltage was returned to the optimal operating voltage. The system was tested, found to be working as intended and returned to service.